Manufacturer narrative:
Update: updated from adverse event only to adverse event and product problem regarding analysis findings. Analysis of the catheter on (B)(6) 2017 revealed a kink in the catheter body. Analysis noted that when the catheter was bent, it had become occluded. Analysis of the pump on (B)(6) 2017 revealed a non-significant anomaly regarding pump motor o-ring wear. As per the pump¿s log, dilaudid with concentration 5.0 mg/ml was being administered at a minimum dose rate of 0.0304 mg/day as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [5 mg/ml] at an unknown dose. It was reported the pump and catheter were removed per patient preference and lack of efficacy. No further patient complications were reported.

Manufacturer narrative:
There was no product problem reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer and was marked for proper disposal.